Event description:
This patient had a large heart with poor sensing. After closing the pocket, the patient was moved to recovery where it was noted that the sensing values had dropped and both leads were dislodged. The pocket was reopened and after several attempts at repositioning both leads, the physician removed the whole system and did not replace it. Should additional information become available, this file will be update.

Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed cuttings in the insulation which occurred most likely during surgery. The outer coil was found deformed. The deformation was most likely caused by too tight fixation of the suture sleeve. During the mechanical inspection a stylet could not be properly introduced and advanced within the lead's lumen. The lead was destructively analyzed and coagulated blood was identified in the lumen of the lead causing the inability to advance the stylet properly. These blood residuals were most likely introduced into the lumen of the lead by means of stylets used during the surgery. In the course of the further analysis, no deviations were noted which might be related to the clinical observation as mentioned in the complaint description. In summary, there was no sign of a material or manufacturing problem.